Event description:
It was reported that the surgeon was unable to mate a liner into the stem even though it was hammered appropriately. Another liner was able to mate with the same stem and the surgery was completed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use with gouges around the outer edges of the inside diameter and one section of the outside diameter. Product identifier were measure and found conforming to the print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.